Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who confirmed the settings for vtach. The customer indicated that they were seeing the alarms, but they could not hear them. The rse advised the biomedical engineer (biomed) to test the volume, and after testing the volume, no sound was playing on the speaker. The biomed swapped with the other speaker at that location, and it worked fine. The biomed said he then swapped the speaker cable, and the original speaker would work. The rse advised the customer that the root cause was a faulty speaker cable, not the software update. The biomed advised he would change out the speaker cable for a new cable. The customer called back and advised that the issue persisted even after changing the speaker cable, so he requested a field service engineer (fse) be dispatched. After a quote was provided for onsite repair, the customer advised that the issue was no longer occurring. The product malfunction was unable to be confirmed, because the customer indicated that they resolved the issue, but it is unknown how the issue was resolved. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix indicating that after an update, the ventricular tachycardia (vtach) alarm was not working. The device was in use on a patient at the time of the event. There was no adverse event reported.